Event description:
It was reported that the device did not treat the supra-ventricular tachycardia (svt) appropriately. The device remains activated. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.